Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure. It was further noted that part of its label was missing. Both the label and the cable were replaced.

Event description:
It was reported that the radiofrequency programmer head had telemetry failure. It was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.